Manufacturer narrative:
(B)(4). Reamers are dull. Examination of the returned devices confirms the reamers are not as sharp as when they were when first distributed. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The root cause is wear out due to normal use. Corrective action not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Reamers are dull.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.